Manufacturer narrative:
The analyzer configuration and qc performance were verified as correct, and the behavior could not be reproduced. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a sample mismatch on the cobas u 411 urine analyzer. Results were assigned to the wrong sample (wrong patient ID). Refer to the attachment to the medwatch for all patient data.